Manufacturer narrative:
The reported leak test failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy 200 ventilator was returned to the manufacturer's service center for service. No patient harm or injury was reported. The device was not in clinical use. During the evaluation of the device at the manufacturer's service center, the trilogy 200 ventilator failed testing for "check leak: control flow". The sensor board will need to be replaced to address the failed test. The repair is awaiting customer approval at this time. A final report is being submitted. If new information becomes available following further evaluation that changes the outcome of the investigation and associated medical device reporting, a supplemental report will be completed.